Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 in patient circuit 1 is not working (e20). There is no report of patient injury.

Manufacturer narrative:
A1 to a5: patient information was not provided. G5: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in mumbai, india. A livanova field service engineer was dispatched onsite and confirmed the reported issue. As troubleshooting, patient pump 2 was replaced. Functional verification checks were completed successfully, and the unit was returned to service. A device complaints history review was performed and no prior similar event has been reported to livanova since unit installation in 2024. No concerning trend was identified about this failure mode. Based on investigation findings, the root cause of the reported event has been attributed to defective patient pump, most likely due to wear and tear. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market